Event description:
The pt reported, that he is experiencing air bubbles in his insulin cartridge about one hour after inserting a new cartridge. The pt did not report any physiological affects associated with this issue. During troubleshooting, the pt was advised of events that may cause air bubbles. Upon follow up with the pt, he stated that everything was running well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.